Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Sales rep reported revision surgery. Patient has been revised to address pain, loosening and discolored tissue. Update rec'd 12/17/2014. Ppd and medical records received. Patient was revised to address elevated metal ion levels. Upon revision, a fluid filled pseudotumor and corrosion on the stem were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on 1/8/2015.